Event description:
It is reported that the pt was revised due to the implant neck fracturing.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: product was not received; however, pictures received confirm that the neck broke under the junction of the stem. X-rays were not received so it is unk if the correct size neck option was chosen for the pt's anatomy. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.